Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 700 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was hospitalized on (B)(6) 2015. The customer states that the needle does not go down with the plastic and leaves a mark on the stomach. The customer did not troubleshoot the issue, but stated that they will call back if the issue persisted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See (B)(4) for related documentation.